Event description:
It was reported by a customer in (B)(6) that during pt use, the nurse found the e360 ventilator had no audible alarm. The pt was transferred to another ventilator, and there was no reported pt injury.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse updated the software to the current revision to resolve this issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).